Event description:
It was reported that the patient presented post-implant procedure experiencing ventricular ectopy. The device presented for a device revision procedure. During the procedure, the device's docking button could not be engaged with the retrievable catheter. A different approach was attempted, and ultimately the device was retrieved and replaced. The patient condition was unknown.